Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had error b30 scope communication error. The issue was found during inspection for use. There were no reports of patient harm.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a correction. Updated fields: b5, d9, h2, h3, h4, h6, and h11 corrected fields: h8 the device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the reported malfunction scope communication error (b30) could not be determined. The customer contacted olympus technical assistance support (tac) by phone and informed them of the event. Tac guided the customer to swap the device with another known working unit with no known issues however, the error still regenerated on the known working tower. The customer was then advised to replace the cabling connected to the video system center and the xenon light source to verify functionality. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.